Event description:
Customer reported device =198 mg/dl. Customer took 5 units of insulin. Customer's spouse tested pt and device = 40 mg/dl at 4 am. Spouse called paramedics. Paramedics device =30 mg/dl & gave pt glucose shots which elevated glucose level to 260 mg/dl. No controls were used. A request was made for return product and replacement product was sent.